Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the system was explanted and the infection was at the ipg site only.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48291; related manufacturer reference number: 1627487-2020-48292; related manufacturer reference number: 1627487-2020-48293; related manufacturer reference number: 1627487-2020-48294. It was reported that patient has infection at an unknown site. Surgical intervention is expected to address the issue at a later date.